Event description:
It was reported to philips that the system was unable to boot up properly. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and was notified that the system did not boot up properly. No patient entry was possible, and normal workflow could not be performed. However, after several restarts the issue was resolved. The customer confirmed that the system was working without any issues. No on-site inspection was performed by philips. Log file analysis for the date of event could not be performed as the logs were not available. The device history was checked and no recurrence of the reported problem have been reported by the customer. The codes were updated based on the investigation outcome.